Event description:
Robotic total abdominal hysterectomy in progress when surgical team noticed a small black object in abdominal cavity, visible on monitor. Object was removed and inspected; black in color and hard to the touch. Tech removed instruments from trocars. 5mm monopolar cautery device removed from 8mm davinci trocar and examined. Outer, black covering of device had an approximately 1.5 mm area on sheath that was frayed and damaged. Device removed from sterile field. Abdomen was irrigated and suctioned.what was the original intended procedure?total abdominal hysterectomy.device #1is this a laboratory device or laboratory test?no.